Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that they had seen on the internet a physician who had a patient and let the battery in the pump die and the patient ended up in the hospital in withdrawal. The patient didn't remember any information such as the date, or the patient¿s name or the drug they had. No further patient complications have been reported as a result of this event.